Event description:
It was reported that the fowler was drifting. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Event description:
It was reported that there was a loss of fowler drive function due to a damaged CPR isolator. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
Follow-up submitted with evaluation results provided by the customer that determined there was a loss of fowler drive function due to a damaged CPR isolator. Customer was sent parts to do repair. Evaluation performed by customer.